Event description:
It was reported by the or staff that on (B)(6) 2015 when the surgical tech was pulling product for use in the case scheduled for the next day, it was noted that the suture was not labeled ¿fast absorbing¿. It was reported that it creates confusion when product needs to be pulled for a case. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Recall: z-1839-2015.